Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level was over 600 mg/dl. The customer¿s current blood glucose level was 598 mg/dl. The customer was treated with pump. The customer stated that they changed the set and reservoir and her blood glucose came down. The customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.